Manufacturer narrative:
Device evaluation summary: it was reported that a 78 year old female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 375cc and experienced deflation on the left breast implant. The deflation was confirmed during surgery. As a result, the patient underwent removal and replacement with a mentor smooth round high profile 380cc saline implant, catalog # 3503380, s/n (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device and on the shell surface. During visual examination, the mentor product analysis lab observed the device appears intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 375cc and experienced deflation on the left breast implant. The deflation was confirmed during surgery. As a result, the patient underwent removal and replacement with a mentor smooth round high profile 380cc saline implant, catalog # 3503380, s/n: (B)(4) on (B)(6) 2018.